Manufacturer narrative:
(B)(4)

Event description:
Trial patient's wife contacted dexcom on (B)(6) 2015 on patient's behalf to report that on (B)(6) 2015, patient experienced a permanent out of range signal. No additional patient or event information is available.